Event description:
The pt reported the stimulation was no longer providing pain relief. The sjm rep met with the pt for reprogramming, and it was reported more effective paresthesia was obtained. Add'l info was received which indicated the pt was working with the physician to have the scs system explanted at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.